Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the incident, the technical support specialist (tss) confirmed that the issue was resolved by the active directory team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, had all station on critical override, station not current and station interface problem. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ es server, had all station on critical override, station not current and station interface problem. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.